Event description:
It was reported that the left ventricular lead became dislodged. Upon interrogation of the device, loss of capture was observed due to the dislodgement. The device was reprogrammed. The patient was stable.